Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty cycler/liberty cycler set and the patient¿s klebsiella pneumoniae peritonitis. However, there is no objective evidence that a liberty cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the available information, it can not be determined what exactly caused the patient¿s peritonitis event. The patient¿s pd culture grew klebsiella pneumoniae which is organism commonly found in the human mouth and intestine. The patient had concomitant constipation which is a known risk factor for peritonitis in pd patients and may have been a factor in this event. Moreover, the patient has diabetes mellitus which also increases the risk of infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient experienced peritonitis after switching to fresenius products. Upon follow up and review of the medical records, it was discovered this patient with end stage renal disease (esrd) returned to pd on (B)(6) 2018 after a failed kidney transplant. Thee patient was using baxter pd products until (B)(6) 2019 when the patient switched to fresenius products; liberty cycler, fresenius cassette and delflex pd solution. On (B)(6) 2019, the patient began experiencing crampy abdominal pain after eating lunch with several episodes of nausea/vomiting. The patient¿s abdominal pain worsened, especially during drain phase of pd treatment, with concomitant cloudy pd effluent. As a result, on (B)(6) 2019, the patient went to the emergency room (ER) and was admitted into the hospital for peritonitis. The patient¿s pd effluent culture was positive for klebsiella pneumoniae. The patient was treated with antibiotics: vancomycin 1 dose (unknown strength), ceftriaxone (2 grams daily) and ceftazidime (fortaz) 500 mg intravenously (IV) every 24 hours. The patient also had concomitant constipation (the patient endorsed having no bowel movement for 3 day), which was treated and resolved with rectal suppository. The patient also received proton pump inhibitor, famotidine and zofran (as needed) for nausea and vomiting and percocet with IV morphine for pain; which resolved. The patient continued pd therapy while hospitalized using baxter products. On (B)(6) 2019, the patient was discharged home in stable with plan to continue antibiotics intra-peritoneally (ip).the pdrn reported that, after discharge (on (B)(6) 2019), the patient presented to the outpatient pd clinic to begin ip antibiotic and after leaving the clinic the patient began to experience severe abdominal pain again. As a result, the patient returned to the hospital on (B)(6) 2019 and was re-admitted for the same peritonitis event. During hospitalization the patient is receiving an increased dose of antibiotics IV (fortaz 1 gram daily). Another pd culture was obtained; results are unknown. Further details surrounding the patient¿s re-hospitalization, including patient disposition, are unknown. The nurse was not able to identify what caused the klebsiella pneumoniae peritonitis. However, the pdrn indicated the patient did not report any fresenius device or product deficiencies or malfunctions nor any observable defects with the delflex pd solution prior to the peritonitis event. Additionally, it was stated the patient did not report any breaches in the sterility of his technique during pd treatment; however, this was identified as a possible cause for the peritonitis event.